Manufacturer narrative:
The ipg was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The returned data were thoroughly analyzed. The ram dump shows no anomalies. There is no indication of an ipg problem. The follow-up history documents stable values of the rv lead impedance. No anomalies were present regarding the rv threshold measurements. The documented thresholds were stable. The data documents that the ra and rv sensing polarities were programmed form bipolar to unipolar on april 15th, 2025. These were set back to bipolar on july 30th, 2025. On april 14th, 2025, the device was set to d00 and on april 15th, 2025 reprogrammed to ddd. Based on the observations above, it is reasonable to assume that the unipolar setup could have led to oversensing of external noise signals and, as a result, to the reported event. A device malfunction is not suspected. Should additional relevant information become available, the investigation will be updated.

Manufacturer narrative:
The preliminary analysis shows that a device malfunction is not suspected. It rather seems that the unipolar setup could have led to oversensing of external noise signals and potentially, as a result, to the reported event. Please note, this is only a potential root cause. The exact time of the occurrence is unknown. The ECG was not returned for analysis.

Event description:
It was reported that intermittent loss of capture was observed. Patient presented in hospital with dizziness. Patient has comorbidities. The patient is hospitalized for follow-up in the intensive care unit.